Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the device stopped working in february and they met with a medtronic representative in february who tested the device and confirmed it was not working. The representative told the caller that it was the battery and that they would be replacing it. The caller is scheduled to have it replaced on april 17th. The caller wanted to know if they could have a dat scan with this device or if they should wait until they get the surescan implanted. Agent reviewed that it depends on the imaging that will be used during the datscan and redirected to the hcp.